Event description:
It was reported that the reservoir leaked past both o-rings. When the reservoir was removed, the insulin pump smelled strongly of insulin for a couple of weeks. The blood glucose reading has dropped to 68 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.